Event description:
It was reported that this arctic sun device was exhibiting low flow. Biomed stated that they had adjusted the bypass set screw in an attempt to resolve the issue. They suggested bringing the device back for an assessment to determine root cause of low issues. The low flow occurred, but unclear if this was due to biomed attempting to adjust bypass flow. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device was visually inspected, and no issues were observed. Incoming system hours were 9215 and pump hours were 8939. Root cause was confirmed low flow during decontamination and in patient data. The root cause of the low flow was determined to be a failed circulation pump. The root cause of the observed problem of not cooling during decontamination was determined to be a failed mixing pump. The device would not cool during decontamination. Unit was primed to fill. Installed test circulation pump due to low flow. Installed test mixing pump to cool.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that this arctic sun device was exhibiting low flow. Biomed stated that they had adjusted the bypass set screw in an attempt to resolve the issue. They suggested bringing the device back for an assessment to determine root cause of low issues. The low flow occurred, but unclear if this was due to biomed attempting to adjust bypass flow. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device was visually inspected, and no issues were observed. Incoming system hours were 9215 and pump hours were 8939. Root cause was confirmed low flow during decontamination and in patient data. The root cause of the low flow was determined to be a failed circulation pump. The root cause of the observed problem of not cooling during decontamination was determined to be a failed mixing pump. The device would not cool during decontamination. Unit was primed to fill. Installed test circulation pump due to low flow. Installed test mixing pump to cool.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.